Event description:
It was reported by biomed from facility that during prostate procedure the footswitch did not work and was faulty. The procedure was not completed due to this issue was reported. Patient outcome: no patient injury reported.

Manufacturer narrative:
The manufacturer has reviewed additional information received on july 01, 2018 it is indicated that procedure was not terminated and was completed with new fiber. The manufacturer has reviewed all information and determined that this event no longer meets the requirement of the reportable event for the device in question.

Event description:
The procedure was completed successfully using new fiber was reported. Patient outcome: no injury to the patient was reported.